Event description:
It was reported that high capture thresholds were observed. It was suspected that the increase might be related to a change in patient physiology, or possible lead dislodgement. The lead was explanted and replaced without complication. The patient was doing well and will continue to be monitored normally.

Manufacturer narrative:
A partial lead with the connector pin measuring 56.6cm was returned for analysis. A fracture of the inner coil was noted at 56.4cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of unacceptable threshold.